Event description:
Customer reported via phone call that they had a keypad anomaly. The blood glucose reading was unknown. The insulin pump will be replaced.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces and with corroded battery tube. The insulin pump has minor scratches on the lcd window and with cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Additional information is provided for type of reportable event. This information was not included with the initial medwatch report.